Event description:
On (B) (6), 2010, the pt's father/reporter contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high reading of "212 mg/dl" compared to "164 mg/dl" obtained on another meter. The reported readings were taken within 30 minutes of each other. On may 4, 2010, this medical surveillance specialist contacted the reporter to clarify info obtained during the initial phone call. The pt manages his diabetes with lantus and humalog insulin. On the afternoon of (B) (6), 2010, the pt obtained the alleged high reading and took his insulin accordingly. One hour after, the pt had symptoms of "shaky and headache." The reporter could not remember what happened that day and was not able to provide more info such as what kind of treatment the pt rec'd to abate the symptoms and what blood glucose the pt obtained during the alleged symptom. During troubleshooting, the csr noted that the test strips were in good condition and within the discard date, the control solution was within range, the correct testing technique was used, and the results were taken on an approved test site. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. This complaint is being reported because, the pt reportedly had symptoms that can be associated with hypoglycemia after he took insulin based on the alleged inaccurate result obtained on the lfs meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.